Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Legal representative reported patient "suffered or will suffer asymmetry, tightness, itching, burning, seromas and treatment for seromas, debilitating physical pain and mental suffering, was/will be required to undergo additional surgeries and other procedures; suffered emotional distress, anxiety, depression and disability; loss of earnings; and loss of quality of life, and all of these injuries are permanent and continuing". Device has been explanted.